Manufacturer narrative:
(B)(4). The sig hp rev adp rem shaft long associated with the reported event was not returned. The product lot code was not provided. A search of the complaint database found additional reports of sig hp rev adp rem shaft long being stripped and not connecting to the hudson adapter. The previous complaints were investigated and the root cause attributed to device wear from normal use and servicing due to the reamer having been subjected to usage in hard cortical bone. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The sigma adapter removable shaft stripped at hudson adapter end.